Event description:
A customer reported a low reading issue with the adc device. The customer experienced a loss of consciousness and was given unspecified treatment by her spouse. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected as it is unknown if the user was using android, ios, or a reader with a fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed. Data was successfully extracted using approved software. Observed sensor signal low error message, drop in glucose values and temperature which is evidence that the user removed the sensor early. Sensor was de-cased and visual inspection was performed, no issues were observed. No malfunction or product deficiency was identified. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low reading issue with the adc device. The customer experienced a loss of consciousness and was given unspecified treatment by her spouse. There was no report of death or permanent impairment associated with this event.